Manufacturer narrative:
(B)(4). The lead has not been received for analysis. Upon receipt and completion of the analysis, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. A heart wall perforation was suspected, however this was never definitely confirmed. Additional surgical intervention was performed, and this lead was removed and replaced. No additional adverse patient effects were reported.